Manufacturer narrative:
The cause of needle tip breakage cannot be positively determined. However, the patient is reported to have had dense bone which made it difficult to insert the needle. Based upon the information that was provided, it appears that the breakage of the needle may have been related to the application of atypical force on the device during its insertion.

Event description:
Contact reported during a vertebroplasty, the surgeon used a mallet to advance needle as patient had dense bone. During use of the mallet, surgeon noticed on image that the tip of the needle broke off. The tip of the needle remains in the patient. There was no adverse consequence to the patient.

Manufacturer narrative:
Device evaluation anticipated but has not yet begun. Upon completion of the evaluation, a follow up report will be filed.